Event description:
I have been wearing hearing aids for 15 years. My hearing aids went down due to tinnitus. I sent them in for repair, signia hearing aids, and charger. I have never had this long of a wait. She got loaners after days of hearing the tinnitus 24/7 high c. She called and said she hoped they would be shipped out on (B)(6) 2024. Bottom line: is this allowed in the FDA hearing aids issue? In small print, how long do they have to fix hearing aids? If they have gone over their time to fix hearing aids, then it is time to pay them a personal visit and have oversight, asking who, what, why, and how to remedy this not just for me but all patients impacted. I have gone backwards due to the slow turnaround. If this is their model now, please advise me. On another note, I am looking for help finding stem cells to see if this will help people. Also, I would even be a test person. Yes, I am grasping for the hope of having a good quality of life. Will you ask to look up the rules laws before action? Thank you, (B)(6).